Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported during a procedure, a strange noise was heard coming from the area near the fluidics module of the system. The cassette was removed and small water drops were observed on the fluidics module and some in the channel of the cassette. In a follow up, the customer indicated there were no actions or modifications necessary to complete the procedure. There was no delay or harm to the pt. Only "sprinkles" of water was noted after the surgery had been completed.